Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter act diff 2 analyzer gave incomplete hemoglobin (hgb) results on a patient specimen. The sample was rerun twice, when the customer noticed a leak from an unknown source and stopped using the instrument until it could be serviced. The sample was sent to their reference lab for evaluation. The customer was wearing gloves and a lab coat and cleaned the spill using paper towels. No injury or exposure was reported. Review of the patient specimen printouts shows the act diff 2 gave low cbc results (wbc, rbc, hgb, hct and plt) with instrument generated flags compared to the reference results. Reference results were considered correct. Erroneous results were not reported out and there was no affect or change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the count chamber (vacuum isolation chamber) not draining and the baths overflowing. The fse replaced the drain valve and flushed out the waste tubing. Repair was verified per established procedures and system was validated. The issue was resolved. The root cause for the low cbc results and the bath overflow can be attributed to the drain valve that malfunctioned.